Manufacturer narrative:
(B)(4). Reported event of stent wrong size. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2015 that a 10mm x 80mm wallflex biliary rx stent was to be used to treat a 4-5 cm malignant stricture in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. Reportedly, the patient's anatomy was twisted and had not been dilated prior to the stent placement procedure. During the procedure, the physician had begun deploying the 10mm x 80mm wallflex biliary rx stent in the intended location when he noted that the stent was much longer than the labeled length. The 10mm x 80mm wallflex biliary rx stent was fully reconstrained on the delivery system and was removed from the patient as the physician decided to use a smaller stent inside the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A 10mm x60mm wallflex biliary rx fully covered stent was returned for analysis. The returned stent was measured and found to be 60mm in length. There were no issues identified with the stent profile that could have contributed to the complaint incident. No other issues were identified during product analysis. The returned device met product specification, however, the user was dissatisfied with the function, performance, or appearance of the product. The stent of the device may have appeared larger to the customer as the stent was noted to be still partially constrained on the delivery system. Therefore, this complaint has been assigned the most probably root cause classification of user preference issue. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a 10mm x 80mm wallflex biliary rx stent was to be used to treat a 4-5 cm malignant stricture in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. Reportedly, the patient's anatomy was twisted and had not been dilated prior to the stent placement procedure. During the procedure, the physician had begun deploying the 10mm x 80mm wallflex biliary rx stent in the intended location when he noted that the stent was much longer than the labeled length. The 10mm x 80mm wallflex biliary rx stent was fully reconstrained on the delivery system and was removed from the patient as the physician decided to use a smaller stent inside the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: information received from the investigation revealed that a 10mm x 60mm wallflex biliary rx stent was returned and confirmation from the complainant was obtained stating that the issue was with a 10mm x 60mm wallflex biliary rx stent.